Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that in (B)(6) 2016 this device had an estimated longevity of one year with an associated magnet rate of 90. The device was interrogated in (B)(6) 2016 as part of the patient's routine quarterly follow up and the battery status was elective replacement time (ert) with an estimated longevity of < 0.5 years and an associated magnet rate of 85. The physician expressed concerns that the battery depleted faster than expected. It was also noted that the patient has chronically high threshold measurements with gradually decreasing impedance measurements. The patient is pacemaker dependent however there were no adverse patient effects reported. As of today the device remains implanted.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
New information received indicates that this device was explanted.